Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. No delivery alarm or occlusion - unknown timing not confirmed. Pump error 48 not confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and pump error alarm. The customer¿s blood glucose was 132 mg/dl. The customer was assisted with troubleshooting. Customer was received insulin flow block alarm. Customer stated that the scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.